Event description:
It was reported that during a rupture supraspinatus surgery the anchor was broken after medial row established, it was taken out reverse slowly using a gripper. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of each anchor has cracked at the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. The inserter tines that interface with the anchor were also noted to be bent and twisted. This condition of the device indicates it was subjected to excessive forces and off axis insertion.